Event description:
A 6f angio-seal vip was selected for use for an ipsilateral antegrade common femoral artery (cfa) puncture, after a popliteal angioplasty. Immediately after the procedure, the leg was acutely ischemic and the pt went to surgery. The puncture of the femoral artery was found just underneath the inguinal ligament. The suture of the angio-seal was protruding from the artery at the puncture site. There was an extensive retroperitoneal hematoma. The suture of the device continued along the lumen of the cfa until it reached the anchor and collagen. The anchor was lodged in the posterior wall at the origin of the superficial femoral artery (sfa), and the collagen was stuck in the lumen of the sfa, causing occlusion. All the components were removed. The sfa was debrided, and fogarty catheter was passed down the sfa, which was patent, and a small amount of thrombus was removed.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the pt. Hemostasis can be achieved by applying manual pressure.